Manufacturer narrative:
Final analysis found that as received, a complete lead was returned in one piece. Visual examination found the helix extended and clogged with blood/tissue. The full helix extension length was measured within specifications. The reported events of inadequate capture and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any other anomalies. With the exception of procedural damage.

Manufacturer narrative:
Additional information: b1, b2, b5, d7, h1, h2, h6, h10. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received that the lead was explanted and replaced without complication. Patient was stable before, during and post lead revision.

Manufacturer narrative:
Correction- h6 device code for low impedance was omitted from initial report.

Event description:
New information received notes that the physician suspected lead dislodgement. However, patient¿s lead did not appear dislodged on fluoroscopy at the lead revision procedure.

Manufacturer narrative:
Additional information: b5, b6, d10, h2, h3, h6, h10. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that physician alleged the lead exhibiting higher capture thresholds than normal one. No intervention was performed. The patient was doing well and will continue to be monitored.